Event description:
It was reported on (B)(6) 2015, that during a sign im nail implant surgery to repair a fracture of the right femur; the locking bolt was damaged while connecting it to the sign im nail.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the locking bolt is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The broken locking bolt was replaced at the time of the surgery and the procedure was completed with no further issues. Sign fracture care international continues to monitor these events as part of our post market activities.